Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially it was reported the patient was experiencing pain during the dwell phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was experiencing drain pain and was diagnosed with peritonitis on (B)(6) 2021. The patient was treated with an unspecified antibiotic(s) and has recovered from the events. The patient is currently performing manual or continuous ambulatory pd (no pain or discomfort) until the liberty select cycler is reintroduced. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medications) have thus far proven unsuccessful.

Manufacturer narrative:
Corrected information: a3- inadvertently omitted

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially it was reported the patient was experiencing pain during the dwell phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was experiencing drain pain and was diagnosed with peritonitis on (B)(6) 2021. The patient was treated with an unspecified antibiotic(s) and has recovered from the events. The patient is currently performing manual or continuous ambulatory pd (no pain or discomfort) until the liberty select cycler is reintroduced. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medications) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, unknown fmc cassette, and the adverse event(s) of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, per the knowledge of this reviewer, the patient will resume using the same liberty select cycler as a replacement has not been requested. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and the unknown fmc cassette can be disassociated from the events. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially it was reported the patient was experiencing pain during the dwell phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was experiencing drain pain and was diagnosed with peritonitis on (B)(6) 2021. The patient was treated with an unspecified antibiotic(s) and has recovered from the events. The patient is currently performing manual or continuous ambulatory pd (no pain or discomfort) until the liberty select cycler is reintroduced. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medications) have thus far proven unsuccessful.

Manufacturer narrative:
Corrected information: h6- health effect clinical codes- replacing with c26849, c26682.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially it was reported the patient was experiencing pain during the dwell phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was experiencing drain pain and was diagnosed with peritonitis on (B)(6) 2021. The patient was treated with an unspecified antibiotic(s) and has recovered from the events. The patient is currently performing manual or continuous ambulatory pd (no pain or discomfort) until the liberty select cycler is reintroduced. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medications) have thus far proven unsuccessful.